Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that during pt set up, the kvd arm kept moving instead of stopping once the target position had been reached. The therapist released the motion enable bar (meb) on the hand pendent, but the kvd continued to move, colliding into the clinac fiberglass. The collision buzzer sounded after the arm had stopped moving. Customer questioned why the collision buzzer did not sound immediately when hitting fiberglass and why the arm kept driving. Customer also noted that the arm appeared to be moving at normal speed. There was no injury to pt or user because of this event, and no pt data was provided.